Manufacturer narrative:
Eval in progress but not concluded. Device was repaired and returned.

Event description:
During cardiopulmonary bypass, the air bubble sensor issued false air bubble alarms. The sensor cable was replaced. There was no adverse consequence to a pt as a result of this event.